Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon remained inside my vagina [foreign body in reproductive tract]. String pulled out of tampon [device breakage]. Went to remove tampon, string pulled out and tampon remained inside [complication of device removal]. Consumer reported via phone that the string pulled out of the tampon during removal. No serious injury reported.

Event description:
Tampon remained inside my vagina [foreign body in reproductive tract] string pulled out of tampon [device breakage] went to remove tampon, string pulled out and tampon remained inside [complication of device removal] case narrative: consumer reported via phone that the string pulled out of the tampon during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on may 23, 2023. An investigation is in progress for returned product received on june 2, 2023.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon remained inside my vagina [foreign body in reproductive tract]. String pulled out of tampon [device breakage] . Went to remove tampon, string pulled out and tampon remained inside [complication of device removal]. Case narrative: consumer reported via phone that the string pulled out of the tampon during removal. No serious injury reported.